Event description:
It was reported that the dental implant failed because it has a damaged internal connection.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) osseotite tapered certain implant 3.25 x 13mm (xifnt3213) and one (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified signs of use, and internal drive feature damage. A fragment of an unknown screw was identified within the implant. The internal damage appears to have come from an attempt to remove the screw from the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 14 (fdi) and was used for approximately 5 years and 4 months. DHR, and sterilization history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review by item number was conducted for the xifnt3213 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: dental : functional : damaged drive feature therefore, based on the available information, device malfunctions did occur and the reported event was confirmed.